Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00199146_1644408-2018-00493; 530-14-108, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient had infection